Event description:
A customer reported that their AED will not power and is reporting battery replace now warning. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 05/2019. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed the IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.